Event description:
The customer reported that the autopulse nxt platform (sn (B)(6) frequently overheats, and they hear pieces shaking inside. There have been no issues with patients; they just find the board hot to touch after use. They have confirmed that nothing is blocking the vents. No consequences or impacts on the patient. No safety issues have been reported.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The customer's complaint that the autopulse nxt platform (sn (B)(6)) frequently overheats was not confirmed during the functional testing and the archive data review. The archive data showed no fault codes related to overheating or temperature issues, and the reported issue was not replicated during functional testing. The customer's complaint about pieces shaking inside the nxt platform was confirmed during the internal inspection of the returned nxt platform. Upon opening the bottom enclosure, an extra screw was noted to be causing the rattling sound inside the platform. The screw was removed to address the reported complaint. The archive data indicated that no temperature warning was recorded around the event date, and the final surface temperature reading was approximately 38.76 °c. The nxt platform passed the preliminary functional testing without fault or issues. The platform was further tested using mztf with two batteries, and it was discharged without any faults or errors. Check the top enclosure where the patient is positioned; it feels only slightly warm to the touch. The fan was operating at normal speed. The autopulse nxt platform functioned appropriately and performed as intended. Following the service, the autopulse nxt platform passed the final tests without issues. Historical complaints were reviewed for service information related to the reported complaint of pieces shaking inside the nxt platform, and no similar complaint was reported for the autopulse nxt platform with sn (B)(6).